Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that mini drawer 2.4 fails to lock. A replacement for drawer's control unit and mini controller board was installed to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to open during a procedure. The customer did not specify the nature of the procedure and stated that the procedure was still going after 1.5 hours. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to open during a procedure. The customer did not specify the nature of the procedure and stated that the procedure was still going after 1.5 hours. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d5, d9, e3, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2021 to 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 2.4 failed to lock. The field service engineer did replacement installation for drawer's control unit and mini controller and repaired drawer 4 slide rail issue & installed replacement slide bumpers to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.